Event description:
Same case as MFR ID # 2134265-2013-01541. It was reported that during a percutaneous coronary intervention, removal difficulties occurred. Vascular access was gained via the femoral artery. The 3.5x24mm target lesion was located in the non-tortuous and non-calcified left main (lm) to left anterior descending (lad) and circumflex (cx) artery. The lesions were pre-dilated with two 2.5x20mm non-bsc balloons. The 3.5x24mm taxus liberte stent was advanced to the distal left main (lm) - lad and pulled back to the ostium of the left main. The 2.75x28mm taxus liberte stent was to be advanced into the cx lesion however was unable to cross the end of the previously advanced un-deployed stent system. Several repositioning attempts were made to advance the 2.75x28mm stent or pullback the 3.5x24mm stent but this was unsuccessful. The stents were attempted to be removed together over the guide wires in place in the lad and cx, however this was unsuccessful. The stents were able to be removed together with the guide wires as a complete system. The procedure was completed with another 2.75x28mm taxus liberte and 3.5x24mm taxus liberte stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-01541. It was reported that during a percutaneous coronary intervention, removal difficulties occurred. Vascular access was gained via the femoral artery. The 3.5x24mm target lesion was located in the non-tortuous and non-calcified left main (lm) to left anterior descending (lad) and circumflex (cx) artery. The lesions were pre-dilated with two 2.5x20mm non-bsc balloons. The 3.5x24mm taxus liberte stent was advanced to the distal left main (lm) - lad and pulled back to the ostium of the left main. The 2.75x28mm taxus liberte stent was to be advanced into the cx lesion however was unable to cross the end of the previously advanced un-deployed stent system. Several repositioning attempts were made to advance the 2.75x28mm stent or pullback the 3.5x24mm stent but this was unsuccessful. The stents were attempted to be removed together over the guide wires in place in the lad and cx, however this was unsuccessful. The stents were able to be removed together with the guide wires as a complete system. The procedure was completed with another 2.75x28mm taxus liberte and 3.5x24mm taxus liberte stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the inner and outer shafts were buckled adjacent to the proximal balloon bond. The stent was compressed. The stent struts were bent and damaged. The inner diameter ID of the wire lumen was measured within specification. Functional testing was performed by loading a .014" guidewire into the tip and advancing through the wire lumen of the catheter encountering resistance. The guidewire would not advance past the location of the shaft damage. Functional testing with the guide catheter could not be performed due to the returned condition of the stent. The wire was not stuck in the lumen of the catheter, as reported. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).